Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the coulter dxh diluent with another lot number resolving the issue. (B)(6). This MDR is related to the following mdrs for similar events on different dates at the same customer facility: 1061932-2014-02315; 1061932-2014-02316; 1061932-2014-02317; 1061932-2014-02318.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.